Event description:
Additional information was received that reported that the cardiac ablation procedure was completed.

Manufacturer narrative:
Updated b5 event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, ventricular tachycardia was induced during delivery of a radiofrequency application in the cavotricuspid isthmus region. The physician used external defibrillation to terminate the ventricular tachycardia, and the patient returned to sinus rhythm after defibrillation. The procedure was temporarily interrupted due to the event. The patient had an implanted cardiac resynchronization therapy defibrillator. No further patient complications have been reported as a result of this event.